Event description:
It was reported that there was right ventricular lead noise that appeared on patient's electrocardiogram. Thresholds and impedance were nominal and stable. Patient was asymptomatic. No intervention was performed.